Manufacturer narrative:
Corrected data: device returned to manufacturer: it had previously been reported that the product was not returned for evaluation. This product was in fact returned to amo. However, it was returned marked as ''opened, not used - non-complaint''. Therefore, the product was processed as a non-complaint and scrapped accordingly. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site for evaluation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported missing/detached haptics on an intraocular lens (iol). No additional information was provided to abbott medical optics.